Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. The contribution of diabetes mellitus to infection, dehydration, and weight loss is considered as possible.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient had medical intervention. Patient reported symptoms of dehydration, weight loss, and acquiring an infection due to prescribed antibiotics. Patient's husband drove patient to the emergency room (ER). Patient was treated with an IV and fluids. At the time of contact, patient is fine. No further event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.